Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon evaluation, high voltage had deviated to low voltage circuitry during pulse testing, damaging multiple components on the computer / analog (ca) and defibrillator boards. The cause of the inability to power on is the high voltage deviation. The root cause of the high voltage deviation cannot be positively identified due to the extent of the damage. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for an unrelated issue, a reportable problem was found. The monitor would not power on.